Event description:
An initial (B)(6) result was obtained on a patient sample. The test was repeated in triplicate and the results were reported as negative. Review of all the patient sample results (initial and triplicate results) by the customer provided an interpretation of repeat reactive result. A corrected report was sent to the physician. The patient sample was sent out for testing on the western blot and the result was negative. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a functional system check. Quality control results were within range. The system was fully functional. No conclusion can be drawn. The instrument is performing within specification. The IFU states in the limitations section: "the performance of the assay has not been established for populations of infants or children". The IFU states in the interpretation of results section: "specimens with an index value greater than or equal to 1.0 are considered initially reactive for antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur hiv 1/o/2 enhanced assay". "Repeatedly reactive specimens must be investigated using supplemental tests for hiv-1 and/or hiv-2. The us public health service may periodically issue recommendations for appropriate use of supplemental test. In specimens giving indeterminate supplemental test results, testing of a subsequent sample drawn at a later date (such as 1-6 months) is recommended. For individuals who are confirmed positive for antibodies, appropriate counseling and medical evaluation should be offered and are considered an important part of testing for antibody to hiv-1 and hiv-2."